Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with scratched display window.

Event description:
Customer reported that she had high blood glucose; stated that her insulin pump drive support cap is sticking out and is alarming. Nothing further was reported.